Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system exhibited an automatic safety switch from bipolar to unipolar due to high out of range right ventricular (rv) lead pacing impedance over 3000 ohms. Technical services (ts) was consulted and upon review discussed no noise or pacing inhibition were noted. In addition, recommended testing and reprogramming options. This rv lead was explanted and has not been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited an automatic safety switch from bipolar to unipolar due to high out of range right ventricular (rv) lead pacing impedance over 3000 ohms. Technical services (ts) was consulted and upon review discussed no noise or pacing inhibition were noted. In addition, recommended testing and reprogramming options. This rv lead was explanted and has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide updated explant date. This investigation will be updated should pertinent information become available in the future.